Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced cannula issues with four infusion sets and experienced high blood glucose event on (B)(6) 2026. The patient noticed symptoms approximately three or more hours after insertion. The infusion set had been in use for about five hours at the time of the issue. The site had been inserted in the upper buttocks or abdomen. The patient administered a correction bolus via the pump. The issue was resolved when the patient replaced the infusion set and successfully resumed insulin delivery. The site area had been impacted and was described as red. The event dates ranged from (B)(6) 2026. No further information available.

Manufacturer narrative:
Initial and final (B)(4)- device 4 of 4. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.